Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
(B)(4). B5: describe event or problem - correction. D4: additional device information - correction. H2: correction.

Event description:
It was reported that a bluetooth connection issue between transmitter and mobile app occurred. No data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).